Event description:
Customer reports being hospitalized for high blood glucose levels. The hosp meter reading was 430 mg/dl and his precision meter was reading "around 150 mg/dl". Customer was treated with IV and insulin.

Manufacturer narrative:
This is an initial report. A final report will be submitted if the product is returned for investigation.